Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 64-year-old male patient presented to his (B)(6) dental office. An implant was placed on (B)(6) 2026 at tooth location #31. The implant was not placed after immediate extraction and was not immediately loaded. During implant placement, the doctor discovered that the implant failed to osseointegrate and also noted a fit issue with the implant. Additionally, the doctor mentioned that hard bone did not allow full implantation, and a shorter implant was required. As a result, the implant was removed on the same day as placement using an implant driver. An additional medical/surgical procedure was performed, and the implant was replaced with a shorter inclusive implant. The patient experienced symptoms of pain, which resolved after implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury. It was further reported that the patient had type I bone quality and excellent oral hygiene. No abnormalities were observed with the implant or its packaging.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).